Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. After implantation of a 6mmx150mmx130mm innova(tm) stent in the distal femoral artery and right popliteal artery of the right leg, the patient was asked to flex the knee to check for good torque of the stent. The patient then returned to stretch his leg and new images were taken which revealed a twist on the longitudinal axis of the stent. Measures were taken to re-expand the twist of the stent with a peripheral balloon and the procedure was completed. No further patient complications were reported and the patient's status was stable.